Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 187 mg/dl. During troubleshooting with tandem technical support, the customer was able to load a new cartridge onto the pump and resume insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.